Manufacturer narrative:
The reporter provided a photograph to ventec that confirmed that the exhalation valve had separated from the tube of the patient circuit. The patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the exhalation valve on a patient circuit separated from its tube during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter.